Event description:
It was reported that high impedance was obtained. X-rays were taken and reviewed by the MFR. Upon review, no anomalies were visualized with the device. It is unk if any pt trauma or manipulation has occurred. No interventions have been taken to date. Revision surgery is likely, but has not occurred to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.